Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedance. Troubleshooting was unable to provide resolution. X-rays revealed no anomalies. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced, resolving the issue.